Manufacturer narrative:
Although the possiblity of serious injury exists, it is very remote. Literature reports that the incidence rate of purcutaneous injury (pi) is about 8,000,000 per year. Of these, only 16,000 patients are hiv positive. The chances of seroconversion after a pi involving an hcv or hiv positive patient are 0.62% and 0.3-0 .452% respectively. Factors affecting the possibility of seroconversion are: patient's viral titer, volume of blood involved, direct contact of the device with the patient's veins or arteries and the use of hollow bore needles. In the case of glass shard penetration, the likelihood of transmission and subsequent seroconversion is very low: healthcare workers are routinely vaccinated against hbv, the chance that the hiv, hcv or hbv status is positive remains relatively low the shard would contain significantly less blood than a hollow bore needle and the chances of seroconversion with a hollow bore needle remains relatively low, the device is used after hemostasis has been achieved, universal precautions are utilized by clinicians.

Event description:
The device was used during placement of a chest port. The device was crushed once and then used, the doctor felt a discomfort in his thumb while applying the adhesive. At this point, he noted that the glass had penetrated the butyrate tube. The doctor used a second device to complete the procedure. He then tested both sets of gloves he used with water and found a puncture in one, he also reported that his thumb had a possible puncture. The doctor went to occupational health and was started on a prophylactic azt regimen. Blood work for both patien and doctor tested negative for hiv/aids. The patient also tested negative for hep b&c. The doctor had his hep b vaccination prior to this occurrence the doctor discontinued azt after patient tested negative for hiv. Current status of patient and doctor are unk.